Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: "lo" mmol/l (less than 0.6 mmol/l on the accu-chek guide system) and 13.2 mmol/l (lab result).